Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.

Event description:
As reported by user facility, the rolling clamp does not work properly. With it rolled all the way down it does not stop the flow from the IV bag of fluids. So patients in turn are getting a bolus of fluids.